Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the programmer turning on to a black screen. The programmer was turned on and off with no fault found. It was noted that the power cable insulation was damaged, however this did not affect powering up.

Event description:
It was reported that the programmer turned on to a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event.